Event description:
Surgeon was revising a loose zimmer ml taper stem, size 10, and after the stem was removed, he broached up to a size 15 corail, and during trial reduction, the post on the broach seemed to be bent, as the neck did not appear to be seating properly. A trial reduction was attempted, and the hko hi-offset neck was inserted, and the broach post broke off inside the neck. 35 minutes were spent using an osteotome to explant the broach from the canal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned broach confirmed a portion of the post broke off. Visual inspection found evidence around the impaction hole that suggests a levering motion was used to loosen the broach causing the post to break off. A two-year search of the complaint database found no additional reports for this issue. The vendor date code j1007 indicates the broach was manufactured in october of 2007 and is going on six years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.